Event description:
It was reported that a spectrum infusion pump constantly saying air detected in line even with a test set during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "constantly saying air detected in line, even with a test set" was not reproduced due to constant reload set alarm at point 2 with loaded tubing set. A review of the event history log revealed multiple "air in line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor values out of specification. The ultrasonic sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.